Manufacturer narrative:
The lot was manufactured may 15, 2017 - may 16, 2017. The device was received for evaluation with 33 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused the desired medication to the patient. After the scheduled seven (7) day infusion time, approximately 30% of the total volume remained in the folfusor and had not been delivered to the patient. The initial fill volume was 85ml of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.